Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. Pump passed rewind, basic occlusion, prime/a33 and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.